Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a physician via sales rep to our local affiliate (B)(4). This case involves a (B)(6) male who was injected with poly-l-lactic acid (sculptra) on eye rings on unspecified date, batch a7022. In 2007, the pt experienced inflammation that worsened to seroma. After a lab test performed, infection was diagnosed. Event outcome is a complete recovery. Reporter's causality: possible. (B)(4). This case is associated with another case that was reported by the same reporter: see case (B)(4). Add'l info received on 06/25/2009: there was a 6-8cm of separation between polyalkylimide (bio-alcamid) (on both cheeks) and poly-l-lactic acid (on both eye rings) injections. Forty eight hours after poly-l-lactic acid administration ((B)(6) 2007). Inflammatory reaction appeared, which worsened to seroma. Corrective treatment: amoxicillin + clavulanate (for 15 days) and pt recovered approx on (B)(6) 2007. Details of treatment: first (and only) session: date: (B)(6) 2007, dilution volume-bidistilled water (5 ml) + lidocaine (1 ml). Amount injected: 1 ml, batch number: a7022, region(s) injected: both eye rings. A culture of a sample obtained from seroma was performed. Infection gram (-) bacteria was detected.